Event description:
Medics reported to a cardiac call, pt condition not reported. Medics state that after a shock the screen went to dashed lines and the device displayed the message connect electrodes. The device operator was preparing the pt for transport at the time. The back up device was made available and care to the pt was continued with very little delay in care. The rptr stated there was no adverse affect to the pt due to the availability of a backup device. The pt was transported to a local hosp, the pt outcome was not reported.